Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The technical services (ts) confirmed the reported issue. The customer was advised to verify the pin alignment of the solenoids and to replace solenoids 3 & 4 if the issue continues. The customer stated the pins were misaligned on solenoid 4 and correcting the pin alignment addressed the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported errors machine pressure sensor auto zero failed, proximal pressure sensor auto zero failed. The customer states after replacing solenoid 2 they encountered error proximal pressure sensor auto zero failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.